Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Insyte indwelling needle (381237) was found to have a black unidentified substance in the catheter in several places during pre-use inspection.

Event description:
Insyte indwelling needle (381237) was found to have a black unidentified substance in the catheter in several places during pre-use inspection.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed multiple foreign matters at different parts of the sample. Multiple spots of greyish-black, greasy foreign matter were observed on the catheter tubing surface, a white fiber foreign matter on the cannula tip and some brown particles in the unit package were also seen. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. Fourier transform infrared spectroscopy (ftir) analysis was completed to determine what the foreign matter could be. The greyish-black foreign matter matched reasonably with silicone. The white fiber and the brown particles matched well with cellophane. The manufacturing process was reviewed. With no greyish-black silicone, white fibrous cellophane and brown particle cellophane material found in the components, or used in the machines, the actual foreign matter source could not be identified.